Event description:
The customer contacted stryker to report that during testing their device would not deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer cancelled the request for repair, and stated there was a user error. The cause of the issue could not be determined.